Event description:
Surgical staff reported as the surgeon began a shoulder arthroscopy, the arthrocare sterile team members noticed that the saline pump cartridge was leaking at the machine, and was flowing into the shoulder joint. The leak appeared to be at the juncture where clear tubing runs into cassette. The tubing was removed from machine and exchanged for new set up of tubing which worked appropriately. The fluid was saline and in a minimal amount with no harm to patient. The device was retained for evaluation purposes.